Event description:
Customer reporting a false positive result in the anti-d micro well to a patient who had a previous history of being rh negative. The d microtube reacted 3+. Customer stated that with tube method, including weak d testing, sample is reacting as rh negative. Customer claimed upon further inspection, the gel cards in questions had signs of low liquid levels. No erroneous results was reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from (B)(4) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter's (B)(4), it was reported that the patient developed peritonitis (date of onset not reported). On (B)(6) 2010, the patient was hospitalized for what the nurse believed was peritonitis. Treatment for the peritonitis was not reported. It was not reported whether dianeal pd4 ultrabag therapy was ongoing. The outcome for the event of peritonitis was unknown at the time of reporting. Per the nurse, the peritonitis was not related to dianeal pd4 ultrabag therapy but rather due to possible animal pet contamination. The patient had not recovered from the event and was still hospitalized at the time of reporting.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number(s) gd875575 with no defects noted. The cause of the peritonitis was poor aseptic technique. The label review found the labeling adequate for the use error in this complaint.